Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient followed-up (B)(6) 2010 and reported bleeding. The physician located a hematoma and recommended a cat scan. The patient did not follow through. The patient was last seen (B)(6) 2010 with continued bleeding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.